Event description:
It was reported the pt was not receiving adequate stimulation due to invalid lead contacts. X-rays were taken, ap, lateral, and also of the ipg header. Everything appears normal and the lead has not moved. An sjm rep met with the pt and tried multiple times to reprogram but stimulation is still too high up on the pt's ribs. Recommended allowing some more time for healing and try reprogramming again.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.